Event description:
It was reported that the user's pant leg was caught on her powered wheelchair when it drove off on its own. The user fell and was bruised. No medical attention was sought. No additional information is available.